Event description:
It was reported that an 18.5 diopter lens was implanted but did not meet the required refractive power. The lens was explanted and replaced with a different lens which was labeled 18.5 diopter. It is questioned if the doctor chose the wrong lens or whether the lens contained in the package was mislabeled.

Manufacturer narrative:
(B)(4). Manufacturing record review performed showing that the production order was manufactured according to specifications. At the diopter inspection operation lenses are measured 100% for diopter power, resolution, and astigmatism. Documentation record for the diopter power inspection process was found within specification. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4): placeholder.